Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had experienced high and low blood glucose. The customer¿s blood glucose level was over 600 mg/dl at time of incident and current blood glucose level was over 600 mg/dl. The customer was treated with syringe. The customer alleged pump was under delivering and changed pump and just programmed pump. The was advised to confirm accuracy of basal rates. The insulin pump will not be returned for analysis.